Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding the broken conductor wire was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: a photo was taken by an agency representative, and it appears that the silver cable is broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. It was unknown if there was fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.